Event description:
On (B)(6) 2012, it was reported that low impedance results were noted during diagnostics. Troubleshooting was performed: a test resistor was placed in the generator and generator diagnostics were run with normal results. The lead was re-attached and diagnostics indicated low lead impedance (<600 ohms). Programming history was reviewed. Data from the date of implant shows normal impedance results. Surgery is likely but has not occurred.

Manufacturer narrative:
Review of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.